Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with an anterior leaflet prolapse. One mitraclip was successfully implanted reducing the mr to a grade of <1. On (B)(6) 2022 a secondary mitraclip procedure was performed to treat recurrent mr grade 3+ due to the implanted clip becoming a single leaflet device attachment (slda). In the treating physician's opinion, the slda was due to the patients' leaflet anatomy. Two additional clips were implanted to stabilize the slda clip. The procedure was then concluded with a resulting mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.